Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. One device was received for evaluation. The complaint was confirmed by performing a visual inspection and reviewing the event log. The downstream occlusion (dso) sensor was damaged. Replaced the dso seal. Probable cause was dso seal degradation the device passed all functional testing after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump had a bubbled/delaminated downstream occlusion (dso) sensor seal. Discovered during testing. There was no patient involvement.